Event description:
It was reported that the syringe needle was unable to be inserted into the septum. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery.